Event description:
The screw caddy for 3.5mm non locking scale was 4mm off. This issue caused a 30 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.